Event description:
Information received from the field does not address the patient's clinical status but notes <250 ohms bipolar atrial lead impedance. Unipolar lead impedance was 369 ohms. The atrial intracardiac showed consistent noise. The device was programmed to unipolar and the sensitivity was changed to 0.5 mv.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received